Event description:
The customer reported the system displayed an ma sensor failure error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed filament and generator calibrations, reseated circuit boards, and reloaded calibration files. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.